Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient's legal representative stated dysuria, urinary frequency, nocturia, urgency, pelvic pain,dyspareunia, mixed urinary incontinence, constipation, sexual dysfunction, lower abdominal pain, cystocele, and uti.